Event description:
It was reported that there was a malfunction with the customer's pump, displaying malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump and provided information on how to perform the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to report back if any issues occur again.